Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, 2 mitraclips were successfully implanted. Post deployment, second mitraclip opened up 40-50 degree after detachment from clip delivery system. Another mitraclip was deployed to stabilize the opened clip. The mr was reduced to grade 1 post procedure. There was no clinically significant delay.